Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator changeout procedure. X-ray performed prior to the procedure showed the right ventricular (rv) lead exhibited insulation breach and externalized conductors. All electrical measurements were stable, no intervention was performed. The patient was in stable condition and would continue to be monitored.